Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was not inspected before use. Negative prep was not performed. Resistance was encountered while advancing the device the lesion and excessive force was not used. It is reported that stent deformation occurred in vivo during positioning/advancement. The physician did not complete the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th 9th and 10th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.